Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
Medtronic received information of a persistent phrenic nerve palsy that occurred during a cryoablation procedure. During the procedure, steps were taken to monitor the phrenic nerve using diaphragmatic pacing and cmap. Upon loss of phrenic nerve capture, the procedure was aborted. As per physician, patient was slightly short of breath on exertion after the procedure but is since feeling better. A chest x-ray scheduled two weeks post procedure to check for recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.